Manufacturer narrative:
Correction on initial report: updated suspect from 8015 to 8100.

Event description:
It was reported that the nurses did not unclamp the intravenous piggyback (ivpb)/secondary tubing set which resulted in the infusion not starting. Although requested, no additional information was provided.

Manufacturer narrative:
Although requested, product has not been received. A follow up report will be submitted with failure investigation results should the product be received for evaluation. Although requested, patient demographics not provided.

Event description:
It was reported that the nurses did not unclamp the intravenous piggyback (ivpb)/secondary tubing set which resulted in the infusion not starting. Although requested, no additional information was provided.

Manufacturer narrative:
Correction on initial report: d.4. No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that the nurses did not unclamp the intravenous piggyback (ivpb)/ secondary tubing set which resulted in the infusion not starting. Although requested, no additional information was provided.